Event description:
In 2009, the patient reported experiencing erratic blood glucose levels for over one month. She stated that on one occasion his blood glucose measured 190 mg/dl and he bolused 3.5 units of insulin and he went to lunch. By 4:00pm, his blood glucose was elevated to 457 mg/dl and he bolused 4.5 units of insulin and at 8:00pm, his blood glucose lowered to 45 mg/dl. He ate dinner and his blood glucose returned to normal. He stated that when his blood glucose is low, he feels weak and shakes and has difficulty speaking and thinking. When his blood glucose is below 40 mg/dl he sweats profusely. When he woke up this morning his blood glucose measured 102 mg/dl. He does not know what his normal blood glucose level is and he stated "I don't have good control." Troubleshooting did not reveal amy product issues. He as advised to speak with his physician. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.